Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Date of investigation should read (B)(4) 2014.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed loss of prime following a rewind; the user did not prime the pump within three minutes. No loss of prime occurred during investigation. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor shim plate was misaligned. Unrelated to the complaint, the bolus button was unresponsive during testing. The bolus button cover and keypad cover were torn. Evidence of contamination was found under the contrast key contact. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.